Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx abdominal stent graft was implanted in an unknown endovascular procedure. It was reported that during a follow-up, approximately 159 months post index procedure, it was noted that the aneurx abdominal stent graft had migrated, which resulted in a type 1a endoleak and aneurysm expansion. The physician implanted an endurant ettf3636c70e to the level of the native left renal to attempt to treat the event, however the type I endoleak was not resolved. As per the physician, cause of the event was anatomy, due to aortic neck dilatation no additional clinical sequelae were reported and the patient will be monitored.